Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted as of this time., a call was placed to technical services on (B)(6) 2017 stating that this lead was involved in oversensing at 0.5mv. Programmed to 0.8mv.entry is at 1. Duration is at 0. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).